Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: both the complaint rt205 circuits were received for evaluation. The returned circuits were visually inspected, pressure tested and submerged in a water bath to check for leak. Results: the pressure test revealed that both breathing circuits were out of specification. The water bath test showed that the leak was through the connection between the lid and bowl of the expiratory water trap. Conclusion: the rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the product was released for distribution, during transport or storage. The customer had correctly checked the breathing circuits for leak before patient use, which is in line with our user instructions. The user instructions that accompany the rt205 adult breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a distributor that two rt205 adult breathing circuits were found to be leaking during the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently trying to obtain the complaint rt205 adult breathing circuits for evaluation. We are in the process of determining if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that two rt205 adult breathing circuits were found to be leaking during the ventilator leak test. This was found prior to patient use.